Manufacturer narrative:
Based on the lot number provided, no issues of this kind were detected during the manufacture of this code. A visual examination was conducted on the mask sample provided. The first observation made was that there appeared to be a tan powdery residue on the pleated areas of the face mask and on the top binding. The pleated areas exposed to the surface of the skin have this observation. The inside of the pleats are clean. The top binding exposed to the skin has the same observation. This is more pronounced in the center section where the binding would contact the cheek and nasal bone of the user. A second observation was that a red residual substance could be seen in the center of the face mask. This center section would be in the area where the lips/mouth would contact the mask material. These observations of residuals can be attributed to cosmetics. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. In addition, the materials used in the manufacture of this particular mask lot met specifications; there have not been any material changes. This mask is composed of polypropylene and cellulose components. A root cause for the reported issue could not be identified. We will continue to monitor our customer base for complaints of this nature.

Event description:
Nurse broke out in hives, lips tingled, and had eye swelling. The nurse unscrubbed, washed, and apparently self medicated with antihistamines with ventolin. She carried, but did not use an epipen. She does have a history of allergies and anaphylaxis. The nurse had been using this product without issues in the past. She had not been using any new make up/lotions/soaps.